Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has faulty optics sensor alarm. They were still able to use and complete the usage of the iabp. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Suspect device originally distributed as cs100, upgraded to cs300 using conversion kit. Product/UDI information provided for original model/catalog, as per original product labeling.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed unit passed all calibration, functional and safety tests performed. There was no issue found. Function testing passed. Unit was returned to customer and cleared for clinical use. There was a patient involvement but no harm reported.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit has faulty optics sensor alarm. They were still able to use and complete the usage of the iabp. There was no harm reported.